Event description:
A nurse reported a home patient(hp) who had a cracked mini-cap. The caregiver(cg) was contacted on (B)(6) 2011. The cg stated that the home patient(hp) is not sure how the minicap became cracked. The cg stated that the hp noticed the crack in the mini-caps while he was walking around. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The complaint has been confirmed for cracked minicap. The root cause was attributed to the manufacturing process. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.